Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon changing the infusion set, insulin was observed pooling underneath the tegaderm adhesive. There was no patient injury.